Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer not detected on the bus. The field service engineer reseated all cables and wires and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, device not detected on bus. The customer reported that issue occurred when dispensing medications to patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.